Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample was collected from the patient at 1:30 p.m. And tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. Around 2:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive a change in medication based on the meter result. The patient's current condition is tired, fine, getting a cold, okay. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. The patient does not take heparin or direct thrombin inhibitors. The patient did not have changes made to warfarin medication around the time of the event. The patient does not take any new medications, has had no changes in diet, and has no new illnesses. The patient had some bruising, but did not need medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in combination with master lot strips. Testing results: qc 1: 2.5 inr , qc 2: 2.4 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 250322) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.